Event description:
A leak appeared to be coming from the rear pinch valve inside the right panel of the hmx instrument. Gloves, gown and face protection were is use at the time of the incident. There was no exposure to mucous membranes or open wounds. Patient results were not affected. There was no death, injury, or affect to user; no one sought medical attention. Msds was not reviewed. There is an exposure control plan in place at the facility. The field service engineer replaced worn tubing (blue and brown stripe) to pv43 which is involved with collecting waste from wbc and rbc baths. Root cause for the leak is attributed to worn tubing (blue and brown stripe) to pv43. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).